Event description:
A report was received from the family member of a pt, which was confirmed by the prescribing o.d. Focus night & day trial lenses were provided to the pt in 2002. Pt began wearing lenses on a continuous wear schedule. Visual acuity prior to incident 20/20 with contact lenses. They began to experience redness and discomfort in their right eye and discontinued lens wear. They presented to their ecp the next day who reported a paracentral ulcer superior to visual axis with 2 infiltrates, presumed to be sterile. No culture taken. Visual acuity was 20/40 with glasses. No anterior chamber reaction. O.d. Referred pt to m.d. They presented to m.d. One day later and as of 11/25/2002 pt had resumed lens wear for up to 10 hours on daily wear schedule with scar superior to visual axis. No treatment info provided. O.d. Reports progress noted from m.d. Dated for 11/11/2002 follow up visit indicated pt was to resume daily wear for 8 hours daily. No further info available from o.d. Lens & lot number not available for eval. No further info available at this time.